Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient receiving intrathecal morphine (dose and concentration unknown) via an implanted pump system. The patient's catheter was misplaced and was fixed in a revision surgery on (B)(6) 2016. Additional information was requested to determine if the catheter being misplaced was a device, patient, therapy, or procedure issue; what symptoms the patient experienced; what troubleshooting was performed related to the misplaced catheter; what caused the misplaced catheter; and if replacing the catheter resolved the issue.